Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch profile meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began at 11:45 am on the same day, after the subject meter was dropped in water. Approximately 15-20 minutes after the alleged issue occurred, the patient claimed she became shaky, dizzy, and developed a headache. At 12:15pm that afternoon, shortly after developing the symptoms, the patient reported that she ate and/or drank something as a result of the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.